Event description:
It was reported that a dissection occurred. A coronary angioplasty was performed on a left circumflex (lcx) artery. A 3.50 x 28 synergy stent was deployed in the lcx. Following deployment, a distal edge dissection was noted. To cover the dissection, another stent device was deployed and completed the procedure. No further patient complications resulted in relation to this event, and the patient was reported to be fully recovered.